Manufacturer narrative:
Although a sample was not returned the rf3000 generator mentioned in the report is a non-valleylab ablation unit and valleylab grounding pads, e7506 and e7507, are not recommended for ablation procedures. Valleylab does not perform testing on competitor products for compatibility.

Event description:
Hospital reported that when removing the return electrode from the patient thighs, there are skin burns second degree, surface 3 to 4 cm (on the 2 thighs surface). The electrode was connected to a radiofrequency generator (rf3000 from boston scientific company). The skin area was treated with biafine cream and povidine iodine cutaneous. This indicent was reported by the hospital directly to the authorities who reported it to tyco.